Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Data review confirmed there were three untreated episodes that appeared to be non-physiologic and low r-wave amplitudes observed. In clinic testing was unable to reproduce the noise with provocative maneuvers and patient movements. An x-ray confirmed the lead was properly inserted in the device header with no indication of lead damage. Ts recommended performing further testing in the alternate and secondary vectors along with further troubleshooting options. The patient was hospitalized and shock therapy was deactivated until further testing can be completed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Data review confirmed there were three untreated episodes that appeared to be non-physiologic and low r-wave amplitudes observed. In clinic testing was unable to reproduce the noise with provocative maneuvers and patient movements. An x-ray confirmed the lead was properly inserted in the device header with no indication of lead damage. Ts recommended performing further testing in the alternate and secondary vectors along with further troubleshooting options. The patient was hospitalized and shock therapy was deactivated until further testing can be completed. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Data review confirmed there were three untreated episodes that appeared to be non-physiologic and low r-wave amplitudes observed. In clinic testing was unable to reproduce the noise with provocative maneuvers and patient movements. An x-ray confirmed the lead was properly inserted in the device header with no indication of lead damage. Ts recommended performing further testing in the alternate and secondary vectors along with further troubleshooting options. The patient was hospitalized and shock therapy was deactivated until further testing can be completed. This device was explanted and returned for analysis. No additional adverse patient effects were reported.